Event description:
Manufacturer representative reported a pt fell in 2004, resulting in a bilateral subdural hematoma. The pt went to the or the following day and was returned to the neurological floor. The manufacturer representative saw the pt 4 days later, after the surgery, and turned the dbs system back on to the same settings it had been at previously. The pt's cardiac rhythm went to atrial flutter with a 3:1 conduction ratio. The device was turned off and the pt returned to nsr. The device was turned back on and the atrial flutter returned at the same conduction ratio. The care nurse reported the pt's cardiac rhythm had been stable after the subdural hematomas were evacuated. An MRI was done and the pt was returned to the or. The manufacturer representative saw the pt 8 days later. The device was turned back on at the previous settings. The pt experienced no cardiac rhythm changes. The pt is stable and the cause of the event is unknown. No report of device explantation. A follow-up report will be sent if additional information is received.